Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Patient anatomy included a bileaflet prolapse and a posterior mitral leaflet flail. It was reported that 3 mitraclips were implanted. A 4th clip was advanced to the lateral segment of the mitral valve, and due to the location and previously implanted clips, some visualization difficulties were noted. The clip was able to grasp the leaflets and leaflet insertion was assessed as satisfactory. However, post-deployment, the 4th clip detached from the posterior leaflet (slda). The procedure was considered unsuccessful, as the mr could not be reduced. No addition information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (bi-leaflet prolapse and flailed posterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). The reported unchanged mr appears to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.